Event description:
It has been reported to philips that the device gave a remote alert indicating the 24v signal to the foot and hand switches was switched off, which can impact imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed the reported problem. A review of the system logfile found that the 24v for the hand switch or footswitch was switched off due to the load on the 24v line becomes more than 800ma. Upon troubleshooting actions, rse identified that the hand switch was malfunctioned during power on time. Rse removed the hand switch and restarted and reseated the footswitch. After repair, the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer replaced the hand switch. After replacement of the hand switch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.